Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in a saphenous vein graft. A right turn into the vein graft was required for access. The 3.5 x 15 mm xience alpine stent delivery system crossed successfully; however, during repositioning of the delivery system, the sds was pulled back at which time the stent implant caught on the guide catheter and dislodged onto the guide wire. Snaring attempts failed; therefore, a smaller balloon was advanced and slightly inflated inside the stent implant to capture the dislodged stent, which was then retracted into the introducer sheath. During retrieval inside the sheath the stent implant came of the balloon and remained in the introducer sheath. The dislodged stent implant was retrieved with a snare device. A non-abbott stent was used to complete the case. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during retraction while positioning the stent causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.